Event description:
It was reported that stent damage occurred. The target lesion was located in the left coronary artery. A 3.00 x 38mm synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. It was further reported that the lesion was 80% stenosed, mildly tortuous, and mildly calcified.

Manufacturer narrative:
Describe event or problem updated.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left coronary artery. A 3.00 x 38mm synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. It was further reported that the lesion was 80% stenosed, mildly tortuous and mildly calcified.

Manufacturer narrative:
B5 - describe event or problem updated. Device evaluated by MFR: synergy ous mr 3.00 x 38mm stent delivery system was returned for analysis. An examination of the crimped stent found stent damage. Stent struts in the proximal region were found to be lifted and pulled distally. The undamaged crimped stent outer diameter was measured using a snap gauge and the result was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were however wrapped and evenly folded and no signs of positive pressure were noted. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks present. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left coronary artery. A 3.00 x 38mm synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.